Manufacturer narrative:
H1 has been updated from malfunction to serious injury.

Event description:
It was reported that the patient's ipg was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable. Reportedly, the patient had an unrelated procedure in which the ipg was not set to surgery mode. No further intervention has been planned.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated surgery. As a result of this finding, actions have been taken to prevent reoccurrence. The service application condition was a result of an unrelated surgery the patient reported having; however, the last power on reset per ipg log occurred on (B)(6)2020 the day of the explant.